Event description:
It was reported that the anchors broken during insertion into patient humerus (shoulder rotator cuff repair). The 3.8mm dilator used prior implantation of the suture anchors. Both 1st and 2nd anchors broken during screwing into humerus. Twinfix ti 5.0 mm suture anchor was used then. No patient injury was reported.

Manufacturer narrative:
Examination is not possible, as the devices will not be returned, however photographs were supplied. Review of the photographs confirmed the reported breakage. Both anchors are broken at their suture eyelet. The suture and needles are free from their handle. Without the return of the devices we are unable to determine a root cause.